Event description:
It was reported by customer that they had a very hard time pulling back on the needle to safety and remove. During the insertion of a cv1. The inserting clinician had a very hard time pulling back on the needle to safety and remove. This cs noted that the black clips had been rotated slightly during the needle removal process. When the clips and white housing were re-aligned the inserting clinician was able to remove and safety but with what appeared to be force. After realignment cv1 was successfully placed. It appears that the turning of the clips forces the guidewire to the side and starts to rip the catheter sheath holding the needle and guidewire together.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.